Manufacturer narrative:
The insulin pump failed the displacement test (277.7 units remaining on the status screen) followed by a motor error alarm during the rewind process due to the motor encoder signal being out of phase. The pump was unable to be verified for motor position encoder error alarms due to the motor error alarms. The following physical damage was also noted: cracked case at the display window corners, display window, belt clip slot, and battery tube threads, along with minor scratches to the lcd window.

Event description:
The customer's wife reported via phone call that her husband's insulin pump alarmed with a motor error and a motor position encoder error due to exposure to an MRI. The patient's blood glucose at the time of incident is unknown. The customer was in the hospital for a non-diabetes related issue when he forgot to take his pump off before the MRI. The insulin pump was returned for analysis and a replacement device was shipped to the customer.